Event description:
The customer reported the tech tried to expose and divided screen into quarters for the x-ray x-rays of the colon and rectum. The system displayed the message indicating system unable to work. Pt had to be image retaken, it is resulting in excessive radiation exposure.

Manufacturer narrative:
Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. This event occurred outside USA. (B)(4).